Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 70mm abdominal aortic aneurysm. It was reported that after deployment of the bifurcated stent graft, while attempting to advance the delivery system, the tip capture mechanism became stuck on the suprarenal stents. The device was manipulated by rotation to release the stent. However, during manipulation, the stent graft was inadvertently pushed over the renal arteries. A stent was placed in the right renal artery and the left renal artery could not be recovered. As per the physician, the cause of the event was due to the patient¿s angled neck. No additional clinical sequelae were reported and the patient is being monitored.